Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited poor pacing due to high capture threshold. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.